Manufacturer narrative:
Updated email and reporter salutation.

Manufacturer narrative:
Updated conclusion and results code grids.

Manufacturer narrative:
Updated brand name.

Event description:
It has been reported that the device has failed a self-test.